Event description:
This 29 yr old female, had insulin dependent diabetes mellitus, end stage renal failure, retinopathy and hypertension. She has poor glucose control (last hba1c was 14.2%). She had a history of ulcers on both feet. Her history included problems with her gait, resulting in a twisting motion of the foot which tended to dislodge dressings which would slide up the side of the foot. She also had a history of infections in her ulcers, including a hospitalization in may 1977 with staph aureus and strep group b, as well as two other infections during the past year. The ulcer treated with dermagraft was on her left plantar midfoot. Over a charcot deformity. It was 3.0 x 1.5 cm. By 0.8 cm deep, and had been present 1 yr. On 3/13/98, dermagraft was applied to her ulcer. When she was seen on 3/20, the dressings had dislodged, sliding up the side of the foot, and the dermagraft also had come out. This was due to the biomechanical (gait) problem, the fact that there was heavy exudate, and the pt also did not consistently wear the scotch cast boot that was meant to protect and off-load the wound. The pt reported that the dislodging of the materials had occurred the day before. During the next week the pt developed an infection with exudate, which cultured coliform sp.. Oral antibiotic (augmentin) was prescribed, along with lodoflex dressings, and the infection cleared over a 2 week period. It is now resolved without sequelae. The wound is now in a static condition, without infection. According to dr., the relationship of dermagraft to the infection is "unk," though in her opinion it is "unlikely." It is more likely due to the problems with gait resulting in dislodging the dressings, along with her previous demonstrated susceptibility to infection. Co concur, with dr.'s opinion. Co is filing this MDR because the event probably qualifies as a "serious injury" (a medical intervention was done to prevent permanent damage to a body structure), and the relationship to dermagraft is "unk."